Event description:
It was reported that smoke was coming from the mlx 300w xenon lightsource (00mlx). "The electrical plug that was attached to the unit was melting". It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation by the depot technician could not duplicate any smoke coming from the unit while powered on. Physical damaged was noted on the power entry module where the negative prong was broken off into the power cord. The power entry module and the power cord have been replaced to address these issues. Root cause analysis: the issue of smoke coming from this xenon lightsource could be due to damage caused by rough handling/environmental damage. The reported complaint could not be confirmed. No manufacturing, workmanship, or material deficiency has been identified. In addition to the repair summary, the unit failed lamp hard start test; the lamp has been replaced to correct this issue.